Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was noise on the ventricular electrogram confirming a lead fracture. The lead was capped and replaced. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.